Event description:
It was reported to olympus that during maintenance of the evis exera iii video system center during the changing of the video cables connecting part a circuit board broke. As a result, the image disappeared. There was no patient or procedural involvement associated with this event as this event occurred during maintenance.

Manufacturer narrative:
The device was returned to olympus for repair and during the incoming inspection the following was identified: broken connectors on the dr and ap circuit boards which caused a non-functional image. Damage was caused by a field-service technician. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d4 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the damaged connectors of printed circuit board. Olympus will continue to monitor field performance for this device.